Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - connector latch does not secure with monitor) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The connector becomes unlatched from the monitor when the connector is wiggled. The root cause for the damaged connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged therapy electrode belt.